Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. The iliac limbs were crossed at the time of implant. It was reported that during a routine follow CT scan occlusion was seen in the contralateral limb on the left. Review of the post implant angiogram was unremarkable though there was slightly less contrast flow through the contralateral limb on the left. CT scan currently shows complete occlusion of the stent graft to flow divider. The patient will be monitored. No additional clinical sequelae were reported.